Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Frozen screen not confirmed. No pump error 37 or error 41 alarms noted during testing. Device received with corroded motor home switch. Moisture damage was found on the electronic assembly during visual inspection. P-cap or reservoir locked properly in place. Device received with cracked belt clip rail case corner. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was over 500 mg/dl. Customer stated that they had manual injection treatment and declined troubleshooting for high blood glucose. Customer had problems with insulin pump that was stuck in a restart and the screen showed reservoir and tubing. Customer stated that when doing the rewind comes up with an insulin pump error alarm. Customer reported they were able to clear the alarm and able to rewind the insulin pump. Customer stated that they had another insulin pump error alarm multiple time. It was unknown that auto mode was used or not. Customer reported they were able to clear the alarm but not able to rewind the insulin pump. The insulin pump will be returned for analysis.